Manufacturer narrative:
The field service engineer (fse) inspected the device and found communication failure alerts in diagnostic logs and to address the failure, replaced the bd cpu and cable. The field service engineer (fse) performed electrical safety test, all calibrations, est (extended self tests), sst (short self testing) and performance verification testing. The ventilator has passed all tests required according to the service manual. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator shut down displaying a message "cannot detect patient".the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number added to section. If information is provided in the future, a supplemental report will be issued.